Event description:
It was reported that physician found tip of subject guidewire stretched and at a certain point the subject guidewire appeared to no longer respond to torque control. The operator attempted to remove the guidewire to replace it, but it was broken and a portion remained inside the vessel. So, it was removed using a retriever and procedure was completed successfully.

Manufacturer narrative:
D4 gtin: updated. D4 expiration date- updated. H4 manufacturing date ¿ updated. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event was unable to be confirmed, and it cannot be confirmed that the device met specification, as the device was not returned.. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the physician observed a stretching at the distal part of the subject guidewire. The subject device was subsequently replaced with a new one. Additional information from the customer indicated that, at several point, the subject guidewire did not respond to torque control. It was also reported that upon removal of the subject guidewire, a portion of it remained inside the vessel. The retained part was successfully retrieved using an embotrap retriever. Based on a review of the available information, it is probable that the difficulty in torque response and the stretching of the subject guidewire were due to a fracture. There are a number of potential causes for a subject guidewire to fracture during use; however, because the device was not returned and the available information does not indicate an assignable cause for the reported event, the assignable cause for this complaint will be classified as undeterminable.

Event description:
It was reported that physician found tip of subject guidewire stretched and at a certain point the subject guidewire appeared to no longer respond to torque control. The operator attempted to remove the guidewire to replace it, but it was broken and a portion remained inside the vessel. So, it was removed using a retriever and procedure was completed successfully.